Event description:
(B)(4). It was reported that nausea associated with vomiting, restenosis and angina occurred. In (B)(6) 2011, the subject presented with chest pain on exertion and was diagnosed with unstable angina. Cardiac catheterization was recommended. Index procedure was then performed. Target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) with 99% stenosis and was 10 mm long with a reference vessel diameter of 3.34 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 3.00 x 12 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel the following day. On (B)(6) 2014, the subject presented with acute onset of chest pain radiating to both arms and associated with nausea and vomiting. The subject was diagnosed with unstable angina and hospitalized on the same day and cardiac catheterization was recommended. At the time of event, the subject was on aspirin and clopidogrel. The study drug was never taken during the study. The proximal lad was treated with placement of 3.0 x 8 mm promus premier stent with 0% residual stenosis. In addition, non-target left circumflex (lcx) was also treated with placement of 3.0 x 24 mm promus premier stent with 0% residual stenosis. On the same day, the event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).